Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
No device has been received for investigation. If a device is received or when the investigation is complete a supplemental report will be filed. Phone: (B)(6).

Event description:
Information was received indicating that a smiths medical tracheostomy tube had a hole in the cuff.